Manufacturer narrative:
Concomitant medical products: product ID 8780, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. The catheter was cut during a spine surgery, unrelated to the infusion system. The issue occurred in (B)(6) 2016. The reporter did not know the patient's name or the name of the hcp. The catheter was repaired and the patient was doing good. There were no reported symptoms. No further information was provided. Additional information was requested from the manufacturer representative , but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.